Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a bilateral tympanostomy, while using the tula kit, the patient was having a hard time with iontophoresis, the doctor and the parents tried to calm the patient without success, thus, the procedure was canceled and scheduled for the operating room due to behavioral issues. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record and a sterilization record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the procedure was canceled and scheduled for the or due to the patient behavior. The impact to the patient was the reported discomfort, the aborted procedure, and the associated risk by adding an operating room procedure. Since no patient harm or other complications were reported, no further clinical/medical assessment can be rendered at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: h2: corrected data on: b1 & b2.